Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explanted: unk. (B)(4). Work order search: one similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm, tmicl13.7, -9.5/4.0/093 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on (B)(6)2019. It was reported that the lens was later explanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.